Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product ((B)(4)). This complaint was rec'd by (B)(6) on (B)(6) 2012 from (B)(6) for product 2 way siliconised foley catheter size 16x30. Customer complaining: " hard to empty the balloon".

Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(6). This is related to ((B)(4)). Based on available info, our med determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. Reported to the FDA on (B)(6)2013. Note: the actual date of event is unknown, so the date used was the date we became aware.